Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the right internal carotid artery. The emboshield nav6 embolic protection system (eps) was advanced and deployed without issue. However, the filter moved with the wire about an inch from where it was deployed. The filter was removed and another emboshield nav6 eps was used to complete the procedure. There were no adverse patient effects and there was about a 5 minute delay to remove the filter and prepare the new one; however, it was not clinically significant. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned product. The reported migration was unable to be tested as it was based on procedural circumstances. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determine that the reported difficulties were related to circumstances of the procedure. It is likely that the delivery catheter and barewire became kinked during advancement as noted on the returned unit causing the filter to pull back when withdrawing the delivery catheter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.